Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that an overinfusion of ketamine occurred in the emergency department. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.